Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. Multiple components on the distribution node pca were shorted. The damage was caused by high-voltage traveling to low-voltage circuitry on the distribution node pca. The root cause for the high-voltage traveling the low-voltage circuitry could not be positively identified.

Event description:
A us distributor returned belt sn (B)(4) indicating that the belt failed functional testing.

Event description:
A us distributor returned belt sn (B)(4) indicating that the belt failed functional testing.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) is currently underway. The reported problem (failed functional testing) was confirmed. Upon investigation the belt was unable to communicate with a monitor. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.